Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the battery cap is losing power on occasion which has been occurring for approximately 2 weeks. The battery cap is reportedly secure and the patient denies trauma to the pump. There is reportedly no damage to the battery compartment. The patient reportedly is able to disconnect and restart the pump and secure the battery cap and it will work for a few days.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed power on resets. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to secure tightly to the pump. The pump was exercised for 24 hours with returned battery cap with no power issues. A battery cap functional test was performed and no connection issues. The pump cover was removed with no moisture or damage found to battery flex or power circuit. The rewind, prime and load steps were performed with no issues. The reported complaint was found in pump history but not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.